Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during preparation, the user could not extend the snare loop. The device was inspected, and it was reported that 'there was a little white piece that was dislodged near the handle from the working length.' The procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4) for the reportable event: flare detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device found the handle cannula to be bent, a kink in the sheath near the handle, and two kinks in the wire. A mechanical evaluation of the device could not be performed due to the bent handle cannula. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the bent handle cannula, kink in the sheath near the handle, and kinks in the wire could have prevented the loop from extending correctly. However, the reported failure of the white piece dislodged near the handle could not be confirmed; therefore, this event is no longer considered MDR-reportable. Manipulation of the device during unpacking/preparation could have caused the kinks found during visual inspection, causing resistance during subsequent attempts to actuate the device. This resistance can cause the handle cannula to bend. Therefore, the most probable root cause for this incident is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during preparation, the user could not extend the snare loop. The device was inspected, and it was reported that "there was a little white piece that was dislodged near the handle from the working length." The procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.